Event description:
End user stated they were standing beside scooter as the scooter was coming down from a car lift. End user stated they were holding onto the arm of the scooter when the arm came off the scooter. End user stated end user fell and sustained a broken hip and a fracture to femur bone in their right leg.